Event description:
It was reported the patient received 66 inappropriate shocks due to lead noise. It was also reported there was low lead impedance and oversensing was observed. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.